Event description:
It was reported that an adverse event occurred. According to the patient, on (B)(6) 2026, the patient experienced a hyperglycemic event while being in an active sensor session which occurred an unknown number of days after the sensor had been inserted in an unknown insertion site. The cgm device alerted with a reading of 202 mg/dl. No fingerstick was taken at that time and the patient did not remember what happened next but was eventually found unconscious by their son. The emergencies were called and the patient was brought to the hospital. When a fingerstick was taken, the blood glucose reading was 1600 mg/dl. No cgm reading was known from that moment. The patient would have experienced diabetic ketoacidosis. The patient was treated with insulin (route unknown), and blood thinners (indication unknown), and could not provide further details about the medication. The patient eventually regained consciousness 2 days after the event date. The patient was discharged after 7 days. At the time of the report the patient stated they were receiving physical therapy because they could still not move their leg and ankle, but it was unknown why, and how this was related to the event. There was no documentation of further medical evaluation or intervention. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.